Event description:
It was reported that during a coronary stenting treatment procedure, balloon withdrawal resistance and stent explant occurred. The 70% stenosed ostial lesion being treated was located in the moderately calcified, tortuous mid right coronary artery (rca). The physician placed a 3.50x24mm, a 3.50x12mm, and a 3.50x16mm liberte bare metal stent overlapping in the mid to ostial rca. The stent were well apposed. After placing the third stent, 3.50x16mm liberte, in the ostial rca, the physician had difficulty removing the stent delivery balloon from the stent. The stent balloon was inflated to 22 atm for 3 to 5 seconds. The physician was able to remove the stent delivery balloon from the patient by pulling hard. The physician inspected the removed balloon and noticed that the 3.50x16mm stent had also been removed during the withdrawal. The stent was stretched to 42 mm long. The procedure was completed with a non-bsc bare metal stent. Patient status reported as "stable".